Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high result(s) compared to another meter. The reporter claimed obtaining blood glucose readings of "unknown results" mg/dl with the subject meter and 68 mg/dl with another meter (ot ping meter), within 30 minutes. This complaint is being reported because it is unknown if the results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.